Event description:
It was reported to philips that the system c-arm deviated from the direction when adjusting the angle. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was to occur when the issue happened was completed as planned once the user moved the c-arm again. No patient involvement or harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and confirmed that the geo control module was unable to regulate the normal movement of the c-arm. Troubleshooting found that multiple directional movements were triggered when the geo module joystick was held down. The fse replaced the geo module. The geo module was returned for analysis, but no failure was found during the analysis process. After replacement of the geometry module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.